Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The device was returned with the I-blade lower tip broken off not returned; the lower jaw was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw and the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, the jaws were damaged when the device clamped a hard object during the operation. No pieces were left inside the patient. . Another device was used to complete the case. There were no adverse consequences to the patient.